Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility. Additional information was received that the patient used high frequency programs to sustain relief. Patient was doing well postoperatively.